Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error messages relevant to the event in the memory log. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), graphic user interface (gui) to bd cable and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report from (B)(6) stated an 840 ventilator experienced a device alert which rendered the device inoperable, while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.